Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer's blood glucose fluctuated between 300mg/dl-600mg/dl. Customer stated they felt loopy and vomited. Customer stated the cannula was bent. Customer had a humalog pen. Assisted customer with manual bolus.